Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that during a diagnostic ion endoluminal bronchoscopy procedure, the bronchofibervideoscope displayed a distorted image during use. The patient was under sedation at the time of the malfunction. The intended procedure was completed using an olympus backup device of the same type, with a procedural delay of less than 30 minutes. No patient harm was reported in association with this event.